Event description:
It was reported that this subcutaneous implantable cardioverter (s-ICD) recently delivered a single inappropriate shock, likely due to the patient's left bundle branch block (lbbb). Boston scientific technical services (ts) was contacted for an event review, and it was determined that while the current template matches the broad complex of the patient's rhythm morphology, the template is not optimized for higher rates or when over-sensing is present. Ts recommended bringing the patient in-clinic for exercise testing to attempt to recreate the lbbb and assess potentially more suitable sensing vectors, as well as to create a new sensing template. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.